Event description:
The grandmother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose rose to 408 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer had multiple air bubbles present along the tubing length. The caller also reported the settings were accurate on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.